Event description:
Nursing home staff reports that they obtained a reading of 220 mg/dl. Insulin was administered based on this result and the customer suffered a hypoglycemic reaction. Customer was taken to the hosp, where a reading of 30 mg/dl was obtained.